Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with damage to the conductor wire's insulation. This failure is commonly caused by mishandling/misuse, such as instrument collision. The instrument passed an electrical continuity test. A log review was performed for the fbf instrument reported in this complaint (pn: 470205-17/n141909020192) and the following was found: the instrument was last used on (B)(6) 2020 on sk0248. The instrument had 2 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. No photo or video was provided by the site for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fbf instrument was found to have damage of the conductor wire's insulation, and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was noted to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. Attempted to contact the customer to obtain additional information related to the event. However, as of the date of this report, no additional details have been received.